Manufacturer narrative:
The tandem user guide states, ¿make sure a sensor glucose reading shows in the upper right portion of the cgm home screen before calibrating.¿ the tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 44 mg/dl, and the meter bg reading was 140 mg/dl. Reportedly, the customer entered calibration values during periods when no cgm values were present and multiple bg meters were used for calibrations. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.